Event description:
On (B)(6) 2015, the customer reported the sheath is splitting along the seam or possibly the diaphragm causing air to enter the sheath and potentially the patient. It was reported the sheath presented an unsafe situation for the patient, a potential for air introduction to venous system. The outcome of the procedure went fine. There was no air embolus noted. Patient was evaluated and considered fine. There was no death or serious injury to the patient.

Manufacturer narrative:
Returned device analysis reveals the ss ii 7f introducer sheaths were within manufacturing specifications. After review of the returned sheaths, it was found that they aspirated as design. The distal tip if the sheath was submerged in room temperature water and a syringe was attached to one of the stopcock inputs. The syringe was drawn back creating a negative pressure (vacuum). After the air was vacuumed out of the sheath, the room temperature water was easily aspirated through the sheath. The test was completed on the second stopcock input with the same passing results. The returned units were also leak tested with the pressure set to 30 psi with the bubble leak tester which is considerably higher than the validated pressure of 5.5-6 psi. The tested units passed and no bubbles were observed. The hemostasis valves and score lines (seams) did not leak and remained intact. No manufacturing defects were found. The reason for return cannot be confirmed. No manufacturing rejects of this type were recorded in the device history record. The introducer passed all in-process and qa final inspection steps before shipping to customer, including visual, aspiration and leak testing. No other complaints have been received to indicate a trend (this is the first complaint).

Event description:
On 06/22/2015, the customer reported the units used in the case were disposed of at the time of use, by the hospital. The remaining inventory of the same lot number, from the hospital will be used for analysis. On 06/23/2015 one(1) box, containing five(5) units were received by the MFR for analysis. On 07/21/2015 the MFR received FDA report mw5043065, from the customer.

Manufacturer narrative:
The customer indicates the device is available for analysis and the manufacturer is attempting to obtain the device back for analysis. Once the device is received for analysis, and the analysis has been completed this report will be updated. No other complaints from this lot have been received to indicate a trend, (this is the first complaint).